Event description:
This lead was explanted due to out of range impedances which prevented the device going into MRI mode. No adverse patient events were reported. Should additional information be received, this file will be updated.